Manufacturer narrative:
(B)(4). Device code (B)(4) (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber 0010-2400-645a-2208: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber

Event description:
It was reported that during a bph surgical procedure at 47,003 joules and 6 minutes of use, ¿fiber was not showing the aiming beam from start of the case; cleaned and still not working properly and end firing¿ was noted. The fiber tip (cap) was cleaned during the procedure. The procedure was completed with a second fiber. "Patient outcome was good" reported.